Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump randomly suspended itself. The customer states they had bloused for food that they had eaten, and once they were home, found the device in suspend. The customer's blood glucose level was 400mg/dl. The self-test was run on the pump and the device passed. The customer was advised the pump would be replaced and returned for analysis. The customer declined to troubleshoot for highs.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with auto off suspend alarm functioning properly. The pump was monitored and no unexpected auto off suspend alarms were noted. No cosmetic damage was noted.